Manufacturer narrative:
It was reported that a pressure failure occurred. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp was able to confirm the reported issue due to the observation that the output tube and proximal pressure sensor tubes were interchanged. The philips asp also confirmed that the proximal pressure rose when the output port was blocked. The philips asp then realigned the tubes to the correct connections and confirmed the reported issue was resolved. The philips asp realigned the tubes to the correct connections to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a pressure failure occurred. Onsite service is currently pending for further evaluation. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).